Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include damage or deterioration of parts, environmental factors such as dust, dirt, or humidity, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the light guide cover glass and the light guide connector of the videoscope had corrosion. No patients were involved.